Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported motor error alarms. The blood glucose reading was not known. The unit was not dropped or exposed to a strong magnetic field. In troubleshooting, the patient was able to rewind the device. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.